Event description:
It was reported that while in use on a patient the external pulse generator turned off and there was no "low battery" warning light. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator shut off and displayed no "low battery" warning light. Analysis did find that the lowe case and battery drawer were broken, that the heart block and heart wire contacts were contaminated, the battery contacts were compressed and the keyboard scratched. All affected parts were replaced. (B)(4).

Event description:
It was reported that while in use on a patient the external pulse generator turned off and there was no "low battery" warning light. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, returned product testing found the device did perform as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.